Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was confirmed. Upon evaluation, the t3 component was defective. The root cause cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers monophasic pulse.